Event description:
It was reported that a patient coded while insufflation was being performed for a da vinci-assisted low anterior resections (lar) procedure; the patient was sent to the intensive care unit (ICU) and eventually discharged home doing well. The surgeon was using the da vinci 5 insufflation for this procedure. The patient was administered anesthesia and a veress needle was introduced, then insufflation was started. Soon after insufflation began, the patient coded. No other incisions had been made yet; no ports were placed. The da vinci 5 system was not yet draped. Life saving measures were performed (specifics unknown). The patient was admitted to the ICU. The surgeon said the patient went through rehabilitation and was eventually sent home doing well. The surgeon said this event is not due to a da vinci product issue. When asked what the cause of the embolism was, the surgeon said air embolisms happen sometimes while using veress needles and insufflation. He said the co2 went into the patient¿s right side of the heart, then the left side of the heart, then their lungs, and they experienced the embolism and coded.

Manufacturer narrative:
No specific information regarding the procedure date was provided; therefore, no da vinci system or accessories log files are available.